Event description:
Caller states that the device read 4.0 inr and 3.0 inr back to back on the same device. No action was taken based on device results. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.